Event description:
It was reported the patient received the following results within 15 minutes: 575 mg/dl (user's meter) and 240 mg/dl (different roche meter). The same vial of test strips was used with each meter.